Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (iesu) due to error m-02. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and he reported issue was confirmable using artemis; m-02 errors logged consistently. C-06/m-18/m-11 error pattern were also found, along with m-1f errors, c-82 errors, 3-71 error, 2-8a error, 3-87 error, 1-87 error, 1-71 error, and 1-07 error were likely related and of concern. M-32 error also logged in artemis. Inspection during fa process was able to replicate the reported event; unit tested on system, presented 2-71, m-02-3/m-02 error on startup. M-02, c-00, m-b0 errors in erbe logs. Upon visual inspection, front bezel of unit found to be experiencing slight yellowing/discoloration. Slight but present scuffing on underside of front bezel; scrape on underside left edge of front bezel. Notable scraping present on both underside lips of cover. Bipolar 1 pogo pin slightly tarnished. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that when powering up the integrated electro surgical unit (iesu) a m-02 error appeared. After power cycling the iesu, a c-82 error populated. The customer did not have another vision side cart (vsc) available for the case. Customer was moving the case to another room. There was no report of patient involvement or injury.